Manufacturer narrative:
One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged dso seal, damaged battery compartment, and scratched lens. The primary problem was duplicated, and the damaged battery compartment was replaced. The dso seal, and lens were also replaced.

Event description:
It was reported that the box was out of service. The problems were found when the rental was returned during the usual restocking checks and annual preventative maintenance. Analysis found, inter alia, a damaged battery compartment. There was unknown patient involvement.